Event description:
It was reported that the patient had a history of coronary artery disease with heart attack and transient ischemic attacks (tia's) that are not related to the pump or therapy.

Event description:
It was reported that the patient had pain and there was a catheter leak confirmed by a dye study. A catheter revision took place in 2010. The patient had pain and stated they "kept upping it" when referring to the pain medication dose, and the patient continued to have pain even with the increases. The healthcare provider (hcp) did a dye study and found a hole in the catheter. The patient stated "they put the catheter in and I stopped breathing on the operating table and they had to intubate me twice". Following the event, the patient noted that the hcp stated "I'm not putting you on any medicine right now" and they were going to manage the patient's pain with oral medications. The pump was not filled for about two weeks. The patient indicated that within 2 weeks of a catheter revision the patient had a heart attack. No further details were reported. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath serial# *(B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).